Manufacturer narrative:
E. Initial reporter. Event site name: (B)(6). Upon completion of the investigation into this event a follow up report will be submitted.

Event description:
It was reported by the customer that the cardiosave intra-aortic balloon pump (iabp) has an intermittent screen issue. There was no patient harm reported.